Manufacturer narrative:
Technician found that left ucm had fluid ingress. He replaced the ucm to correct the problem and performed function check.

Event description:
Customer stated that bed was alarming.